Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with a sensor glucose of 401 mg/dl and a confirmatory fingerstick of 431 mg/dl; the user considered changing components but elected to wait 90 minutes, and no alerts or alarms were reported. Symptoms included elevated blood glucose without associated injury. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia. It was concluded that the event was user-reported hyperglycemia with cause undetermined and no device fault identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.